Manufacturer narrative:
The device was not returned to the manufacturer bmc. However, it was returned to the importer 3b for inspection and analysis. Based on a comprehensive examination and evaluation conducted by 3b, the device fully complies with specification requirements and shows no abnormalities. Functional testing confirmed that there are no operational issues. Additionally, the patient's initial complaints"'sewage odor' and 'plastic balls' in the tubing"were neither confirmed nor reproduced. 3b downloaded and analyzed the device's electronic records but found no anomalies. The returned device did not include a water tank, so 3b could not inspect the user's separate water tank for potential foreign objects. However, an internal inspection of the returned device revealed no signs of water ingress or any traces of "plastic balls," indicating normal internal condition. In summary, based on available information and 3b's investigation results, no faults capable of causing the patient's coughing issue have been identified, nor has the source of the odor or "plastic ball" been determined. Therefore, the specific cause of the reported issues remains undetermined at this time. Bmc will continue monitoring feedback from the importer and users, and a supplementary report will be submitted if further information becomes available.

Event description:
Bmc received relevant complaint feedback submitted by react health.the complaint details are as follows:3b medical, inc., ba react health (3b), received a complaint from a durable medical equipment (dme) provider alleging that a palient ceported a "'sewage smell" and "plastic balls" coming through the tubing of her device. The palient stated she had been coughing frequently ovei the previous two weeks and that, periodically, hard white plastic balls or particles would come up in her throat. The patient discontinued using the device and was issued a loaner CPAP. 3b performed an evaluation ofthe device. The device was filly tested and found to meet all specifications, no abnormalities were observed. 3b also downloaded the device's electronic records for analysis but found no anomalies.because the device was not relured with its water chamber, the chamber could not be checked for potential debris, 3b did not observe any evidence of"plastic balls" in the device. Ultimately, 3b was unable to identify any issues with the device that may have contributed to the balicnt's aleged cough, nor was it able to detcrmine the source ofthe allezed smell or the "lastic bals," based on the information available, the cause of the renorted issue coild not pe determiined